Event description:
While the doctor was working on tooth #14, the handpiece got hot and the patient's cheek was burned.

Manufacturer narrative:
The patient was prescribed chlorhexidine antibiotic rinse for treatment of burn. During evaluation of the handpiece, it was found that there was heavy residue in the head bearings, the chuck was slipping, and the head was heating up quickly.